Event description:
The lesion was pre-dilated, 2 inflations at 10 atm. Physician was attempting to implant one resolute integrity drug-eluting stent to a moderately calcified lesion in the lcx with 80% stenosis and excessive vessel tortuosity but the stent could not be advanced and when the stent was removed it was noted to be damaged. The physician felt that stent caught on some calcium in the artery. No adverse events occurred to the patient. Cine images not available. Evaluation summary: the distal tip was slightly frayed indicating that it may have been stubbed during advancement. The 5th and 6th distal stent segments had raised and deformed struts.

Manufacturer narrative:
Evaluation codes, results: stent deformation, lesion morphology, deformation problem. Evaluation codes, conclusions: lesion morphology, stent deformation. (B)(6).